Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 17:20:35 on (B)(6) 2024. At 23:25:43, an arrhythmia was detected. ECG shows idioventricular rhythm @ 80 bpm degrading to vf. At 23:26:38, the patient received the appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 00:13:09 on (B)(6) 2024.